Event description:
During surgery after the surgeon impacted the trial stem in place it was noticed that there was a spiral fracture of the patients bone inferior to the distal 10mm trial causing a 3 hour delay in surgery.